Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported stimulation in an undesired location that started on the day of the report. There was some stimulation in her foot but the targeted area was near the waist. The patient programmer indicated the stimulation was on. The patient had the ability to change stimulation, but trying to increase or decrease stimulation did not resolve the reported issue. It was noted the patient was having poor communication with the antenna due to bandages being present because of a recent implantation. Bandages or swelling were present. This made it difficult to make an appropriate adjustment. A poor communication screen was shown on the patient programmer. The patient was able to connect without the antenna but not with. The patient mentioned her daughter may have been able to assist her later and it was reviewed that the patient could call back if necessary. It was reviewed that adjusting the programs may help determine if the current programs were adequate or if reprogramming would be necessary. Relevant medical history included failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.